Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 1 month due to regurgitation. The patient presented shortness of breath with exertion. The procedure was performed with a 26mm transcatheter valve. The procedure was successful and the patient was sent to recovery post-procedure.

Manufacturer narrative:
H10: additional narratives: the most likely cause is patient factors, including a history of hld. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 2700 aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 1 month due to severe regurgitation. The patient presented with nyha ii, shortness of breath with exertion, and fatigue. The procedure was performed with a 26mm 9750tfx transcatheter valve. The procedure was successful and the patient was sent to recovery post-procedure.